Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0567, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2013. Consumer reported that she was implanted with three coils instead of two. She had nothing but problems with essure since getting it. Within a month of getting essure she had heavy bleeding during periods, severe pain and cramping, was unable to be intimate with her husband due to the pain, headaches, dizziness, fatigue, bloating, and nausea. She had surgery to remove the coils in (B)(6) 2014 and the doctor saw that the right coil was sticking outside of her tube. Company causality comment: this spontaneous case report refers to a female consumer who had her 3 essure inserts (fallopian tube occlusion insert) placed. Nine months later; during a surgery for devices removal, right coil was found sticking outside of her tube. This event, regarded as fallopian tube perforation, is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. In this case, consumer had 3 essures placed instead of 2; this device misuse could have been a contributory role in the reported perforation. Although the exact mechanism of this event is not known, given its nature; causality with essure cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up 10-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had her 3 essure inserts (fallopian tube occlusion insert) placed. Nine months later; during a surgery for devices removal, right coil was found sticking outside of her tube. This event, regarded as fallopian tube perforation, is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. In this case, consumer had 3 essures placed instead of 2; this device misuse could have been a contributory role in the reported perforation. Although the exact mechanism of this event is not known, given its nature; causality with essure cannot be excluded. This case was considered an incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.